Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported by the materials (B)(4) that the balloon ruptured in use. There was no reported pt death or injury. Medical/surgical intervention was not required. Add'l info rec'd on (B)(6) 2011 from the rt stated "there were no pt complications. I don't know how many cc's were used to inflate. The balloon was tested before entering pt with company recommended cc's. The entire membrane was removed from the pt."